Manufacturer narrative:
Additional information: device lot number and manufacturing date provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The instrument was returned to medtronic for analysis. Analysis revealed that the adjustment screw had been backed out too far pulling off the retainer ring. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used to a sacroiliac and thoracolumbar procedure. It was reported that while dismounting the clamp from the spinous process, the clamp fixation screw was disconnected. It was noted that it broke off inside of the patient and all parts were removed from the patient's anatomy. There was no delay to the procedure. No impact on patient outcome.